Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip.

Event description:
The customer reported via phone call that they received a no delivery alarm while attempting to deliver a bolus. The customer's blood glucose was 115 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was inserted. Customer was able to resolve the alarm with a reservoir change. The reservoir will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.